Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with cuff erosion and urinary retention. The patient had multiple foley catheters placed, the physician opted to proceed with a surgical intervention to resize the cuff. The cuff was explanted and replaced. There is no additional information reported.